Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was performed using the roche cobas 2480 and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified " 4/16 (friday) one test using max gave a positive result, but the same sample was used. ¿ roche (cobas 2480) ¿ local health research institute (inspection equipment unknown) the test with the above two devices gave a negative result. · at max, n1 is positive / n2 is negative. · CT value is 36.8 the sample was negative based on clinical judgment, but I would like to ask the opinion of bd."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. A repeat test was performed using the roche cobas 2480 and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified

Manufacturer narrative:
H6: investigation summary a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). The customer reported having a n1 positive results on their covid assay. When that same sample was tested on two other devices, one being roche (cobas 2480) and an unknown device at local health research institute, both yielded negative results. Field service was not dispatched. Customer was informed about how n1 works and how it differs from other instruments. No bd actions were taken. No parts were replaced nor returned to bd for investigation. The complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trends. H3 other text : see h10.